Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was causing phrenic nerve stimulation and non capture in all vectors with implanted ICD. The patient has a very tortuous cs and physician elected not to change lv lead or reposition. ICD was changed out to offer more lv pacing vectors which benefited the patient. Lead remains implanted.